Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient details (e.g. Relevant test data, relevant history,and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history record has been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned for eval in two segments. The marker bands were present and the over length measured 6.7 cm from the distal tip of the balloon to the balloon detachment point at the proximal cone. The proximal segment contained the remainder of the catheter, measuring 135.0 cm from the detachment to the strain relief. Stretching was noted at the distal end of the detachment point and along the length of the catheter, indicating that excessive force had most likely been applied to the catheter during retraction. Functional testing could not be performed due to the condition in which the sample was received. The investigation is confirmed for retraction issues and detachment of the balloon and catheter. It is unk whether the original guidewire and / or pt/procedural issues contributed retracting the balloon through the sheath. It is unk whether the balloon was completely deflated prior to retracting through the sheath. The definitive root cause for the retraction issues could not be determined.

Event description:
It was reported that the pta balloon detached inside the sheath during retraction. The balloon and sheath were removed together as a single unit without incident. No further treatment was provided. There was no reported pt injury.